Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the device did not operate as expected as the pump stopped working abruptly. The patient underwent 45 minutes of cardiopulmonary resuscitation (CPR). Extracorporeal membrane oxygenation (ECMO) was placed at the bedside emergently. The patient went for pump exchange the following morning with right sided centrimag placement.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files showed several low flow alarms, including events in which estimated flow reached 0.0 lpm; however, a correlation between this finding and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6)could not be established. No device-related issues were identified through the evaluation of the returned pump. A direct correlation between (B)(6) and the reported events (elevated lactate dehydrogenase, right ventricular failure, suspected obstructions) could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 14.5¿ from the pump housing, and the distal end of the pump cable was returned attached to the modular cable. The sealed outflow graft and outflow graft bend relief were not returned. The cuff lock was returned disengaged. The apical cuff was not returned. A thin biological lining was observed at the proximal edge of the inflow cannula; however, no depositions or thrombus formations were observed within the lumen of the cannula. The interior of the pump cover, rotor well, and rotor revealed post-explant blood but no evidence of any adhered or developed depositions or thrombus formations. Examination of the blood-contacting surfaces found no developed depositions or thrombus formations. A correlation between the reported elevated ldh (lactate dehydrogenase), right ventricular failure, low flows observed in the submitted log files, and the returned device could not be determined. A cause for the low flows could not be determined through the evaluation of the returned device. The modular cable passed electrical testing without issue. Visual inspection of the pump rotor and rotor well revealed no signs of damage that would have contributed to a functional issue. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
This report addresses the first pump that was exchanged for potential obstructions. MFR report #2916596-2021-04008 addresses the patient death on the new pump post exchange. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number: 2916596-2021-04008. It was reported that the patient had an acute drop in flow which required more than 1 hour of cardiopulmonary resuscitation (CPR). Veno-arterial extracorporeal membrane oxygenation (va ECMO) was placed at their bedside. Vad flow remained at 0.0lpm. The lactate dehydrogenase (ldh) level was greater than 2000. A review of the log files revealed the low flow began when the patient's set speed was lowered to 4400 rpm and then to 4000 rpm. This occurred on (B)(6) 2021 at 21:27:03. On controller review, the low flow began at 2109 which is when the site started coding her. Initially the team was concerned about rv failure so they lowered speed. Additional information revealed that the patient underwent pump exchange on (B)(6) 2021 due to questionable pump obstructions. The original outflow graft remains in place. The patient passed away on (B)(6) 2021. The cause for the low flow alarms and elevated ldh was not identified.